Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the speedband device was being used to treat varices in the patient's esophagus. When suction was applied to the scope, red out was achieved, but the suction "didn't sound right." At that time, the suction decreased, and then the varix detached from the ligator head. The procedure was completed using a second speedband superview super 7 ligator device. No differences were noticed with regard to the way the speedband device fit onto the scope and the handle was not loose. Reportedly, the equipment used to provide suction was checked and no issues were identified. Additionally, another manufacturer's biopsy cap was being used with the speedband device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the speedband device was being used to treat varices in the patient's esophagus. When suction was applied to the scope, red out was achieved, but the suction "didn't sound right." At that time, the suction decreased, and then the varix detached from the ligator head. The procedure was completed using a second speedband superview super 7 ligator device. No differences were noticed with regard to the way the speedband device fit onto the scope and the handle was not loose. Reportedly, the equipment used to provide suction was checked and no issues were identified. Additionally, another manufacturer's biopsy cap was being used with the speedband device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the spool, strap, tripwire, suture, and ligator were all returned. There were four blue bands and one white band on the ligator. The teeth of the ligator do not appear damaged. The loop on the suture has been broken and a portion of the suture - 17 cm, is still attached to the tripwire. The tripwire is bent in several locations along its overall length. There were no indentations found in the groove of the spool. A functional evaluation was performed and revealed that the spool "clicks" with every 180 degrees of rotation as intended. The reported event of the "suction decreased and the varix slipped out of the ligator head", was not able to be confirmed as it is difficult since the device is used in conjunction with other equipment/scope/accessories/air supply that are not bsc products, which would not be returned for evaluation. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.